Manufacturer narrative:
Previously it was reported that a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor and fio2 tubing were replaced to address the issue. Correction to above event or problem: during the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device machine flow sensor and fio2 tubing were replaced due to the contamination.

Manufacturer narrative:
H3 other text : device was evaluated by a third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor and fio2 tubing were replaced to address the issue.